Event description:
It was reported during an ablation procedure, the hemostasis valve of an agilis introducer leaked. The physician accessed the pt's femoral vein and inserted a guidewire along with an agilis introducer into the superior vena cava. A transseptal puncture was completed with a brk transseptal and placement was confirmed by x-ray. The dilator and needle were retracted from the introducer and several drops of blood were noted to be dripping out of the hemostasis valve of the agilis. Aspiration from the introducer showed the syringe filling with air. The agilis introducer was revoved and exchanged for another agilis over a guidewire to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.